Manufacturer narrative:
The report of not receiving data on the display was confirmed during analysis. The black power cable was found to have compromised conductors at the connector end, one of which is responsible for communications. Movement of the black power cable at the connector end resulted in alarms and pump stopping while tethered to a power module. The log file was reviewed as part of the investigation and the data recorded was consistent with the findings. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that no data was displayed on the display monitor. The system controller was exchanged and the event was resolved.